Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump alarmed motor error as well another error. The caller stated that the drive support cap was sticking out, but the customer did not pressed the cap while being connected. No further information was provided.